Manufacturer narrative:
Sections a2, a4: additional information. Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported event could not conclusively be established through this evaluation. The patient remains ongoing on vad support and no additional complaints have been reported at this time. The heartmate ii lvas IFU lists stroke, cardiac arrhythmia, and local infection as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This IFU, as well as the current hmii lvas patient handbook, also provide information regarding how to prevent infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 0 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that after a pump replacement on (B)(6) 2019 the patient's heart started to fibrillate and they were unable to be brought back to normal sinus rhythm. After approximately 10-15 minutes and many defibrillator shocks the heart came back to normal pace. The patient was extubated (B)(6) 2019, 24 hr. Post operation; however, with severe left side weakness. A brain computed tomography (CT) scan showed a right hemisphere stroke. The stroke was identified as ischemic, and there were no changes to patient condition or anticoagulation status that may have contributed to the stroke. As of (B)(6) 2019 the patient was stabilized, but his neurologic condition was very bad, with neglect and hemiplegia of the left side. There was a plan for the patient to go to neurologic rehabilitation after recovery. No further information was provided.